Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent oversensing and undersensing during a detected episode of atrial fibrillation (af). It was also reported that the icm experienced undersensing during detected episodes of bradycardia. The icm remains in use. No patient complications have been reported as a result of this event.